Event description:
The product analysis lab (pal) determined the homechoice (hc) machine system failed rite(returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement was 0.105 ohm; specifications are 0.001 - 0.100 ohm. Rite test failure; no patient involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.132 ohm to 0.003 ohm when the door frame ground screw was completely tightened. The loose door frame ground screw caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door frame ground screw. The door frame ground wire was scrapped. Device was sent to servicing.